Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(6).

Event description:
It was a reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. During the procedure, a pericardial effusion was noticed. It was noticed on the intracardiac echo images and a drop in blood pressure in the patient was also noticed. A transthoracic echo also confirmed the pericardial effusion. The medical intervention provided was a pericardiocentesis and 600ml of fluid was removed. This happened prior to the completion of any ablation. The physician commented on possible catheter manipulation as the possible cause but is unsure when the issue happened. The patient was reported in a stable condition. Physician's opinion on the cause of this adverse event was that it was procedure related, but the exact cause was unknown. Transseptal puncture was performed with baylis nrg. Ablation was performed prior to noting the pericardial effusion. No evidence of a steam pop. Occurred during ablation phase. Flow setting of irrigated catheter: normal (8ml or 15ml depending on w). There were correct catheter settings selected on the generator. Pump switched from "low" to "high" flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector, visitag. Parameters for stability used with visitag module: 3mm, 3 sec, 25% 3g. No additional filters used with the visitag. Color options used: impedance drop.